Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging a prime issue. It was reported that the pump did not recognize the cartridge during the load step. The patient¿s health care professional requested that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple loss of prime and no cartridge detected warnings. The pump rewind, load, and prime steps were completed successfully with no duplicated warnings. The force sensor calibration tested within specifications. During testing, the pump emitted a loss of prime warning. The pump case was removed and a pin on force sensor flex connector was found to be damaged.